Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a vyaire field service representative(fsr) evaluated the device onsite and found that the oxygen sensor calibration failed. They were using a fobi oxygen sensor. The fsr replaced the o2 sensor and performed air/oxygen regulator calibration,blended gas calibration and operational verification procedure. The unit meets factory specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the fraction of inspired oxygen values are still coming back lower than 6% of set fraction of inspired oxygen on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.